Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a phrenic nerve palsy. During an atrial fibrillation procedure a polarx catheter was selected for use. After 52 or 53 seconds of ablation, the physician noticed that the phrenic nerve capture was lost so a double stop was performed. The monitoring method was the physician's hand on the diaphragm. The phrenic nerve activity was recovered on it's own after 11 minutes. The procedure had to be cancelled due to this event. The device is not expected to return for analysis as it was disposed.